Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant products: 4076, implantable pacing lead, (B)(6) 2013; 4296, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising high voltage impedances. While evaluating the patient in the clinic, the high voltage impedances rose to high levels when the patient raised their arm. The lead will be replaced. No patient complications have been reported as a result of this event.